Manufacturer narrative:
H4: the lot was manufactured between september 3, 2024 ad september 4, 2024. The device was received for evaluation with 75 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. Approximately 100mls of 5-fluorouracil remained after 48 hours of infusion. The peripherally inserted central catheter (PICC) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.